Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) was completed. The reported problem (unable to complete functional testing) was confirmed. Upon investigation the monitor reset during pulse testing and fired a low energy biphasic pulse during subsequent testing. The cause for the resets was isolated to an intermittent t3 transformer on the defibrillator board. The transformer had an intermittent output. The cause for the low energy biphasic pulse was isolated to defective mosftet drivers, u16 and u18. The root cause for the defective t3, u16, and u18 components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) and reported that it was unable to complete functional testing.